Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary:(B)(4) helix disengaged from helical channel; the helix will not extend due to being over-retracted; defib conductor found distorted; blood observed in the distal conductor and in/on the helix mechanism; full lead analyzed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported, during the implant procedure, the helix was unable to be extended during second positioning attempt. Consequently, this lead was withdrawn and replaced with a same brand without incident. No patient complications have been reported as a result of this reported event.